Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, but the reported failure was not confirmed. In addition, a reportable malfunction was identified during the device evaluation: leak. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foggy picture. The issue was identified at preparation for use. There were no reports of patient involvement.